Event description:
The hospital reported that during an endoscopic vein harvesting procedure, blood was seen in the unsufflation tubing and the tunnel was collapsing. The procedure was completed with an open leg procedure. No further patient complications were reported.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.